Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurry vision and trouble focusing. The lens was exchanged for another lens model 02 months 23 days following the initial procedure. Clinical reason for explant was mentioned as mechanical complication. Additional information has been requested.